Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to an infection.

Event description:
Additional information was received on 04/05/2024 that a re-implantation was performed.

Manufacturer narrative:
Correction h6 health effect - impact code. Code f1903 was removed and f1905 was added.